Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 23-aug-2025, the user reported elevated blood glucose (bg) following a full supply change performed the previous day using a convatec 23" 6 mm contact detach set. The user's highest blood glucose (bg) recorded was 320 mg/dl. Bg remained in the 200 mg/dl for about four hours between supply changes. During the call, the agent had the user inspect the ilet and site for leaks (none found), disconnect and perform a fill tubing, confirming drops before reconnecting. After a usual meal announcement, bg reached 320 mg/dl per dexcom g7 continuous glucose monitor (cgm), while a fingerstick measured 240 mg/dl. The agent assisted with entering the manual fingerstick value into the ilet. Bg readings were trending downward during the call. Bg was corrected. No symptoms were reported during the event and no prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.